Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the white snap cap was detached from the reservoir when the transfer guard was removed. Customer's blood glucose was 400 mg/dl. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.